Event description:
Asr revision.asr hip resurfacing system - left hip.reason(s) for revision: unknown.

Event description:
Asr revision; asr hip resurfacing system - left hip; reason(s) for revision: unknown. Update received: (B)(4) 2014 - attached query documents, cross referenced, explained query details and filled in mapped to mw fields. Please note both kennedys and crawfords have provided the same dp47 number with all details same other than product lot numbers and kennedys have provided a default revision date and crawfords have provided a revision date with same year. This has been queried with both kennedys and crawfords, but have found no resolution, so this must still be reported and will be reported on 2 separate coms. For the other revision please see (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.